Event description:
It was reported that the patient visited the emergency room on (B)(6) 2026. The patient's blood glucose levels declined to less than 54 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include passing out and hypoglycemia. The patient was treated with juice, fluids, and intravenous fluids. The patient was released later the same day ((B)(6) 2026). The patient stated that the system continued to deliver insulin, even when it was in manual mode and that there was an issue with the system connecting to the continuous glucose monitoring sensors, resulting in missing sensor values.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.